Event description:
It was reported that with regards with connectors during infusion that when connecting the pressure set there was an air leak which caused arterial blood to flow back: all connections were checked to see if they were sufficiently tightened and air leakage persisted. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.